Event description:
Boston scientific received information that this pacemaker was explanted without any reported allegations. Following explant the patient wrote a letter to their physician alleging premature battery depletion (pbd). According to the patient, in (B)(6) the device had more than two years of battery life remaining however eight months later the battery was depleted and the device needed to be replaced. No adverse patient effects were reported. As of today the explanted device has not been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.